Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated. A device firmware download was performed multiple times without success. The device was explanted and replaced at a later unknown date. No patient symptoms or additional information was reported.